Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: the exact date of event is unknown. The best estimate is a week prior to (B)(6) 2018. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search on complaints was conducted and revealed no additional investigations request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two pcb00 intraocular lenses were inserted and removed from the same patient¿s operative eye during same procedure, one after the other. Both lenses were cut out of the eye and both lenses were reported with loading issues and both with a missing/detached haptic. The first lens was inserted and found to have a chunk of optic and haptic was missing, also noted it was folded funny and the customer was unsure if haptic came out first or not. This lens was cut and pulled out of the wound. A second pcb00 lens was then inserted. This second lens was also cut out of the eye after a haptic was found floating in the anterior chamber. The procedure was completed using a non-johnson and johnson iol. There was an incision enlargement required but no vitrectomy. No additional information was provided to johnson & johnson surgical vision. This report pertains to pcb00 23.5 diopter intraocular lens (iol). A separate report is being submitted for the pcb00 24.0 diopter intraocular lens (iol).